Event description:
Approx one year following the implant of 2 cypher stent, the pt presents with chest pain. Medications administered prior to treatment included ticlopidine, statins, insulin, beta-blockers and clopidogrel. Repeat coronary angiography reveals in-stent restenosis with total occlusion of the previously stented proximal left anterior descending artery (prox lad). The lesion is described as concentric, class c and irregulary contoured. Bifurcations again require double guidewire placement. This is an irregulary contoured, readily accessible 4x20mm proximal segment. There is little to no calcification present and no thrombus noted. This pt was admitted to the hosp for evaluation of stable angina (ccs3) and silent ischemia per (+) bicycle/treadmill test. Database indicates no recent myocardial infarction. Medications administered prior to treatment included: ticlopidine, clopidogrel, and statins. The pt was taken to the cath lab where cooronary angiography revealed single-vessel disease. Lesion 1-1 is eccentric, class c, de novo lesion of the proximal left anterior descending artery (prox lad). This is an irregularly contoured, readily accessible 2.64 mm in diameter proximal segment, with bifurcations that required double guidewire placement. This lesion is 100% occluded with little to no calcifications present and no thrombus noted. The lesion is pre-dilated with a 2 x 30mm balloon at 8 atms. (2) cypher stens are placed in overlapping fashion. A cypher is deployed at 16 atms with sub-optimal results. A cypher is deployed at 18 atms, again with sub-optimal results. Narrative indicates that the stents had "jailed" post deployment and were opened up using a kissing balloon technique. Post-dilation is noted to have been conducted with a 3 x 20mm balloon at 14 atms x 2. Residual stenosis is 0%. Timi pre-procedure was o and post-procedure was 3. Clopidogrel was administered during the procedure. The pt was discharged the following day on ticlopidine, clopidogrel and statins.